Event description:
It was reported that when using the bd pyxis¿ es server multiple users were not able to sign into stations, and they had an issue with their password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where multiple users were unable to sign into station. A technical support specialist (tss) investigated the issue reported by users who were unable to log in and provided a workaround. Upon further review, the tss identified that the root cause was user accounts being locked out and expired based on the dispensing system security tab settings in the pyxis enterprise server webpage. It was also noted that the expiration field was set to 90 days. The tss cleared the expiration value, set it blank, saved the changes, restarted the adsync service, and confirmed that the expiration date was removed for all users. This resolved the login issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple users were not able to sign into stations, and they had an issue with their password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.